Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a colonoscopy procedure following the last follow-up visit. During the next follow-up visit, the patient's ICD was unable to communicate with a programmer.